Manufacturer narrative:
The insulin pump had no unexpected button failure alarms or button error alarms noted during testing. The insulin pump had an intermittent button response on the act button due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was unknown. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.